Event description:
It was initially reported that during an esophagectomy procedure, during the first firing on the antrum of the stomach, the device cut and stapled; however, the staple legs "were all over the place." The staples were not b formed and were malformed across the entire length of the staple line. The staple line unzipped but no bleeding occurred. The surgeon did wait 15 seconds prior to firing. The procedure was completed during the planned thoracotomy portion of the procedure using the same device with five successful firings with green reloads and the completion of an esophagogastrostomy performed with a circular stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4). Additional information requested and received on 3/17/2010: it was reported that during an esophagectomy procedure, the device cut but the staple legs "were all over the place." The staples were not b formed and were malformed. The staple line unzipped and no bleeding occurred. The device was being fired on the antrum of the stomach. When the surgeon clamped down on the gastric tissue, it was thick dense and calcified. He waited 15 seconds before firing. The device made an abnormal sound like the device was pushed to its limit or empty. It sounded like the tissue was not fully compressed to 2mm. The device was struggling to cut and staple. The procedure was modified to a thoracotomy. This modification was not due to the staples not forming correctly. Normally, the surgeon would go trans-hiatal with an esophagogastroscopy, but the patient presented with difficult anatomy. The surgeon's goal was to staple the stomach almost distal to the ge junction at the lesser sac of the stomach. He performed an esophagogastrostomy with a circular stapler to gain access and he used that part, the staple line, to pass the circular stapler through the stomach and opened up the device to go to the esophagus. The surgeon stated he used the circular stapler because of access issues. In addition, the patient had radiology treatments which caused a perforation in the posterior part of the stomach. So therefore, the stapler had gone through the anterior portion of the stomach. The device was reloaded five additional times and fired correctly. The surgeon used the ecr60g through the whole procedure. The case was completed with no patient consequence. (B)(4).